Event description:
Collimator chain was found broken, and the follimator rotations readout pot holding plate was found bent. The customer reported 2 fields of breast treatment on a patient were completed. The problem occurred while setting up the 3rd field on this same patient. There has been no known mis-treatment to the patient.

Manufacturer narrative:
Investigation has determined that the worst possible credible scenario could be a miss-administration of dose to tissue that was not intended to receive dose, and no dose received by part or all of the targeted tissue. This incident is still under investigation. An updated MDR will be submitted at a later time. A follow up report will ensue.